Event description:
It was reported that high defibrillation impedance was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.